Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had given problems when heating the water. Per follow-up information received via ibc on 22feb2022, there was no patient involved, as the device was not able to precool before the therapy started and patient was treated with another device. The device still was not repaired as the failure came probably from the chiller and need to be checked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had given problems when heating the water. Per follow-up information received via ibc on 22feb2022, there was no patient involved, as the device was not able to precool before the therapy started and patient was treated with another device. The device still was not repaired as the failure came probably from the chiller and need to be checked.

Event description:
It was reported that the arctic sun device had given problems when heating the water. Per follow-up information received via ibc on 22feb2022, there was no patient involved, as the device was not able to precool before the therapy started and patient was treated with another device. The device still was not repaired as the failure came probably from the chiller and need to be checked.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Heating issue not found. During onsite evaluation, it was found that the unit did not cool appropriately. The device was sent to palex cornella depot, where the unit was scrapped. It is unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. As the reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.